Event description:
A caller reported that the indicated battery charge on their insulin pump dropped significantly in a short period of time. There was no reported adverse impact on the customer's blood glucose level. The customer will use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. Technical support instructed the customer on how to put the pump into storage mode and arranged for a replacement pump to be shipped.